Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24 x 4.00mm stent delivery system was returned with no stent in place. Device analysis revealed an absent stent, tip damage, hypotube kinks and partially inflated balloon cones. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Additional information was requested for clarification of the missing stent but no response was received. Based on the reported event and device analysis, most likely the device could not cross the lesion due to the severely calcified condition of the lesion and as a result the tip was damaged during the failed attempt to cross the challenging lesion. The absent stent was most likely caused due to procedural difficulties.

Event description:
Reportable based on device analysis completed on 01dec2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified calcified proximal left anterior descending artery. Following pre-dilatation was performed with apex balloon catheter, 24 x 4.00 promus elite drug eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient was stable. However, returned device analysis revealed stent detached/separated.